Event description:
Revision of matrix at t12 - s1 with tplif allograft. Pt was asymptomatic. During routine follow-up surgeon discovered the left s1 screw had slipped distally off the rod. Surgeon removed locking caps at s1 on both sides. During surgery, the rod prevented removal of slipped screw. Screw was remobilized, rod placed, and new locking caps were inserted. Parallel connectors were utilized for final construct from s1 to ilium. Surgeon also removed tplif allograft for interbody spacer at l5 - s1 but did not replace with any other hardware. This is the 3rd report of 3 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.